Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was evaluated by a field service technician (fse) and the customer's complaint was confirmed. The fse noted that the cabling was not properly secure when connected. Reportedly, any cable manipulation would cause the cable/connection to fail altogether ¿ resulting in the reporting imaging failure. The fse replaced the cable and confirmed that the subject device was functioning properly prior to his departure. Based on the results of the investigation as well as the fse¿s physical examination, it is believe that component fatigue caused the reported failure to occur. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video system center had no image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.